Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the associated device logs for the sterile interface module. The sterile interface module sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated that the sterile interface module (sim) was connected with a bipolar fenestrated grasper and experienced multiple instances of instrument connectivity issues, including failing during the read write process to the instrument. The bipolar fenestrated grasper was then replaced with another one to resolve the issue. An error code for 'linked to instrument usage read write read sequence' was triggered, which reports a subsystem recoverable inoperable error. Evaluation of the sterile interface module (sim) confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, a likely root cause could be due to the pogo pin of the sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic high anterior resection procedure, after docking was completed and the bipolar fe nestrated grasper (bfg) was attached for the first time, the bfg was not recognized when connected to the sterile interface module (sim) of arm cart assembly (aca1). Although it was briefly recognized when inserted, a recoverable instrument error occurred midway with the message "caution: instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument". A new bfg was used to resolve the issue, and the procedure was completed. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic high anterior resection procedure, after docking was completed and the bipolar fe nestrated grasper (bfg) was attached for the first time, the bfg was not recognized when connected to the sterile interface module (sim) of arm cart assembly (aca1). Although it was briefly recognized when inserted, a recoverable instrument error occurred midway with the message "caution: instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument". A new bfg was used to resolve the issue, and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.